Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: inratio: 3.8, lab: 2.9. Inratio and meter testing was done within a few minutes. Customer also obtained inr's >7.5 on a couple of other patients whose lab results were in the 3's. Customer states, many of their patients are taking antibiotics as a result of the administration of chemotherapy and resulting white blood cell decrease. Some patients also have central lines that are periodically flushed with heparin. Customer did not have specific details on the medications/medical histories or therapeutic ranges of the patients in question, but believes it's likely interfering substances were present given the nature of their patient population.

Manufacturer narrative:
Investigation pending.